Event description:
It was reported that two (2) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This occurred while filling the bags with water. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between june 20 - 21, 2023. H11: two actual devices were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed between the spike port tubing and spike port connector on both actual samples. The reported condition was verified. The cause of the issue could not be determined; however, the issue was most likely due to inadequate or lack of cyclohexanone applied to the spike port connector when it was inserted into the spike port tubing during the manufacturing process . A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.